Manufacturer narrative:
A follow up call was placed regarding the customer's complaint. The customer was issued a new battery cap and the insulin pump is working and the customer has continued using the same insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The father of a customer reported via phone call that the insulin pump alarmed off no power and a low battery alert was not received prior to off no power alert on the insulin pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting did not move forward past this point and customer was advised that the sales representative would contact them. No further details given.